Manufacturer narrative:
Corrected fields : b5 , g4 ( PMA/510(k)# ) updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h11. Cs 100 upgraded to cs300. A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs300 intra-aortic balloon pump (iabp) required a battery replacement. No patient harm was reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use, the cs100 intra-aortic balloon pump (iabp) required a battery replacement. No patient harm was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions), h11. A getinge field service engineer (fse) stated that battery replacement was noted in most recent pm of system. Batteries due on (B)(6) 2025 and will be replaced at that date along with maintenance schedule. No other information available as of now. In future if we receive any repair information will reopen and update the investigation.